Event description:
Two cartridge alarm 30 events were reported on a mobi pump, which did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer decided to use multiple daily injections (mdi) as a backup method for insulin delivery. Technical support confirmed the alarms, provided a replacement pump with updated software, and gave instructions on handling the current pump for return. The customer acknowledged all guidance and agreed to return the defective pump within 10 days using a prepaid label.